Event description:
The customer reported that the device would not cauterize and was sticking to tissue. There was no pt injury. No further information has been provided by the site.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.